Event description:
It was reported to nova biomedical that a consumer received readings in the 400's throughout the day. Based on the high readings, the consumer treated herself and it is unk what the consumer was using to correct her blood glucose levels. The consumer experienced a hypoglycemic event which did not require medical intervention. The consumer ate 8 gluco tabs and drank orange juice to bring her blood sugar levels up. It was discovered during the call, the consumer is storing her test strips in the bathroom which may compromise her test strips and is against our directions for use. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.